Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.